Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that in the past year there were three cases of film forming on the surface of the intraocular lens (iol) following cataract extraction with iol implant procedure. This event occurred in a specific model and was resolved through (B)(6) laser treatment and medication.